Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer's blood glucose value was 1.9 mmol/l at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. Customer's father and mother stated that insulin pump dose did not stop for low, or high blood glucose. Customer did not trust smart guard, therefor they off it. The device will not be returned for analysis.